Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited inappropriates shocks due to oversensing. The rate sensing of the lead was capped and a new rate sensing lead was implanted.